Manufacturer narrative:
DHR: shows that no non-conformances were generated. The devices were returned and underwent failure analysis. Review of the components showed that there was no breakage of the distal component; however, the proximal component was returned in two pieces along with several fragments. Based on the visual review of the returned components, it is unclear how/when the fracture occurred; however, the fracture appearance is consistent with a rapid brittle, bending fracture. It is unclear if the breakage occurred during implant (during impaction) and went unnoticed or occurred post-implant due to patient action. The root cause is unknown based on the analysis performed.

Manufacturer narrative:
DHR for lot 183077t shows that no nonconformances were generated for this lot. The root cause is unknown as the products have not been returned; however, patient activity is a possible contributing factor.

Event description:
1 of 2 reports: other mfg report number: 1651501-2019-00015. A company sales representative reported that on (B)(6) 2018 a pyrocarbon mcp (ID: mcp-100-30d-ww / lot 183077t) was implanted and on (B)(6) 2019, it was removed due to breakage. The broken implant was discovered during an outpatient visit. The broken implant was replaced with a competitor device. The patient is fine.